Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma-late and lymphoma - alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma - late, lymphoma - alcl. Date of alcl diagnosis: (B)(6) 2021. Further details regarding physician: (B)(6).

Event description:
Patient reported left side pain and "lymphoma cancer." Healthcare professional clarified left side events of rotation, "liquid," pain, and "nodules identified in the capsule, compatible with alcl." Biopsy results confirmed "anaplastic large cell t-cell lymphoma" with markers cd30+, cd43+, cd3+, cd4+, and alk-. The device has been explanted.

Manufacturer narrative:
The event of bia-alcl has been captured and reported in the contralateral device, under MDR 9617229-2021-50153. There is no malignancy associated with this device.

Event description:
Further diagnostic test results were received. The event of bia-alcl is for the contralateral breast. Testing noted "chronic inflammatory progress, areas of hyalinization and synovial metaplasia". No neoplastic cells were identified in the sample.